Event description:
An internal review revealed that this product was removed for infection and discarded by the hospital. This device was part of a sytem removed for infection. Please reference cylos dr-t, sn: 76027073, MDR# 06-0032 for additional information. A new system was implanted at a later date.